Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. Customer also indicated that there is a blank display on the pump. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the buttons were not responsive for a bolus attempt. It was also found that the buttons were partially working at the end of the call. Customer was advised to change the battery and to call back if the new battery does not resolve the issues.